Event description:
The jackson orthopedic table tilted by itself during surgical procedure. The indicator lights were on and the bed was locked. Biomedical confirmed tilting condition and removed table from service. Testing found faulty keypad on the hand control causing bed to activate without user response.